Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redx4651 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the customer had a spit PICC. No other information was provided.

Event description:
It was reported the customer had a spit PICC. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a ¿split PICC¿ is unconfirmed, as no damage was observed on the returned sample and the alleged problem could not be reproduced. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sample was flushed and pressurized with a 12 ml syringe of water. The catheter was found to be patent to infusion and aspiration and no leaks were observed. No damage was observed on the returned catheter. A lot history review (lhr) of redx4651 showed no other similar product complaint(s) from this lot number.